Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73d1700009 investigation did not show issues related to complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The defect was that the gun has misfired multiple times; the clips were not being loaded into the feeder properly. There was no patient injury.